Manufacturer narrative:
A follow up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that the patient found a fluid leak following treatment. The fluid was leaking from the cassette door. The patient was instructed to complete treatments with manuals until a replacement cycler arrived. Additional information has been solicited but not made available. No adverse event reported at this time. The set has not been made available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.